Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to challenging patient anatomy. The reported difficult imaging was due to a combination of patient anatomy and procedural circumstances. The reported tissue injury was a cascading event of the reported slda. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was challenging during the procedure. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip (xt) was deployed. However, after deployment of the second clip, it detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in tissue damage. No additional clips were implanted and mr was reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.